Event description:
It was reported the patient received inappropriate therapy due to atrioventricular re-entry tachycardia. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.